Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic bulla excision surgery, on the second firing, after fired, noted some staples malformed with irregular shape, and would not staple in the distal end. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c39j. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired.,it was reported that: malformed staple, incomplete staple line. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Upon visual inspection of three photos, the following was observed: the first photo shows a tissue piece from top view with one staple not properly formed on the distal end. The second photo shows a blue reload fully fired. The third photo shows tissue with two staples protruding from tissue of body area. Also, slightly bleeding could be observed. Based on the photo alone the event describe of malformed staples is confirmed, however no conclusion or root cause could be determined.